Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the pacemaker had reached eri. The physician was concerned that the projected battery longevity did not match the actual rate of battery depletion and alleged that a battery malfunction led to a sudden drop in battery longevity. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer. A false eri alert was stored on the device, consistent with a momentary transient low battery voltage due to a brief increase in pacing activity. Longevity estimates are affected by eri triggers. The device reached the elective replacement indicator (eri) during analysis. The device was tested on the bench and no anomalies were found.